Event description:
The customer reported that a pc2-110135 3.5mm drill snapped and the tip remained in the patient. There were no further details acquired despite requests. An image was provided of the broken tip in situ.

Manufacturer narrative:
The customer reported that a pc2-110135 3.5mm drill snapped and the tip remained in the patient. Follow up attempts were unable to acquire the drill with the broken tip. It was reported that it may have been disposed up. As such, no further information was received to determine the root cause if the break, an as this is the first allegation of its kind with a driver from the northstar family, there is no data available to contribute to that determination.